Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support performed a pump reset with the customer, and the customer was advised to monitor the situation and report back if the battery issue persisted.